Event description:
Subsequent to the initial report filed, additional information received: the device marker lumens had been successfully flushed during device preparation.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device referenced in is being filed under a separate manufacturer report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of one proglide were successfully pre-placed. An attempt was then made with a prostyle device and there was nearly no blood flow coming from the marker lumen when positioned in the vessel even though the device was further in the artery than the proglide had been. The physician pulled the prostyle device out and then put it back into the vessel; however, there was still poor blood flow from the marker lumen. The physician opened the foot of the prostyle and attempted to pull back the device against the vessel, but the device did not move. The prostyle device was removed and an attempt was made with third device, a proglide; however, the same issue occurred. There was poor blood flow from the marker lumen. The physician opened the foot of the proglide and attempted to pull back the device against the vessel wall but the device did not move . The device was removed. The sheath was upsized to a 16f and the tavi was completed. Hemostasis was achieved with the pre-placed proglide sutures from the one successfully pre-placed proglide along with a non-abbott device.. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.